Event description:
The customer reported that rasburicase 6mg IV was started at 1500. At 1540, the pump alarmed and nurse found a bulging rasburicase bag. It appeared that the primary IV fluid backflowed into the secondary rasburicase bag. There was no report of pt harm and medical intervention was not required. The customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.